Manufacturer narrative:
Samples were not submitted to mts for evaluation, therefore, the customer's complaint could not be verified. Based on the available information and the results of the investigation, mts cannot rule out damage incurring during shipping, handling, storage of mts products, test preparation and laboratory technique as contributing factors to this incident. Mts cannot rule out gel card malfunction as a contributing factor.

Event description:
The customer reported that a patient's sample reacted as false positive in the anti-b microtube of mts a/b/d monoclonal and reverse grouping card lot # 053107037-12 during manual gel testing. The customer repeated testing (2x) using the same lot of gel cards and a new patient cell suspension and the sample reacted negative as expected in the anti-b microtube. The forward and reverse group interpretations agreed for the card tested. Sample reacted as group a. The customer observed a discrepancy with abo forward and reverse grouping, preventing erroneous results from being reported.